Event description:
No reported patient/user injury and no medical intervention. Alleged overinfusion. Report reads: ms26 - incident details 24 hr dose alleged to have infused over 30 mins - action taken syringe driver removed, house officer and night sister informed, close monitoring over next 4 hrs. No patient injury and no clinical effects. No medical intervention. No further info available. Initial decision regarding MDR was "not reportable" as alleged overinfusion with no incident/injury or intervention required - subsequent investigation of this device showed that there was evidence of fluid contamination which could have led to a malfunction/transient fault.

Manufacturer narrative:
Evaluation summary: october 16, 2007 investigation completed - the syringe driver was opened for visual inspection, it was noted that case seal was not intact and the main circuit board showed signs of severe fluid ingress which has contaminated most ares of the main circuit board. The fluid, in a wet state may have produced a transient fault condition and this could have resulted in the pump performing in the manner described in the incident report. The following info has been extracted from the instruction for use dec 2005 and warns specifically against this type of damage. Warning: following a significant liquid spill onto the driver, it should be withdrawn from use, wiped dry and inspected and tested by service personnel before being returned to service. Failure to do so may result in compromised functioning of the driver, leading to patient or user injury or death. Caution: the driver must not be immersed in any liquids or exposed to strong organic solvents. Wipe off spills immediately, and do not allow fluid or residues to remain on the driver. Additionally, the driver is not designed to be autoclaved, steam-sterilized. Eio-sterilized or subjected to temperature in excess of 45 degrees celsius (113 degrees fahrenheit). Failure to observe this caution may cause serious damage to the driver. "Don't get it wet. It is not waterproof and the performance will be affected. Don't take if from a cool environment and put it into a warm, very humid environment (e.g. An incubator) or take it from there into a cooler one. Condensation will form and the inside will get wet. Precaution: risk of change in device performance. Never dip or immerse the syringe driver in any liquid or try to sterilize it with steam or gas. It is not completely seated. If the syringe driver does not perform as expected, if it is dropped, gets wet or is damaged in any way, then remove it from use immediately. Mark it clearly as quarantined and preferably take it out of the working area altogether, so it cannot be accidentally used again until it has been checked. Before it is used again, it must be carefully inspected for damage inside and its performance checked to the specification. The work must be done by a properly trained technician familiar with how these devices work. Precaution: risk of change in device performance. If the syringe driver gets wet do not just dry the outside and then continue to use it. Liquid may have got inside and damaged it. Follow the advice given above.